Manufacturer narrative:
Visual inspection of the returned device found the screw broken at the shaft thread and locking thread transition area. The locking threads and drive connection show damage. Dimensional inspection could not be performed due to the amount of damage to the part. Analysis of the returned device indicates that the device could have been a contributor to the reported event. The device has indications that it was used in, and maybe driven through, a plate and is clearly broken. Based on analysis, a definitive root cause could not be determined. However the most likely root cause was fatigue failure from extended non-union.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that post-operatively, the locking screw broke at the plate screw interface. It appears the patient had a nonunion. No further details are known at this time.